Manufacturer narrative:
Other mfg reports # ; 2523190-2015-00147, 2523190-2016-00001. Integra has completed their internal investigation on january 28, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; there is an impact on one the wire coating. The microfrance marking is erased. Lot and manufacturing date unknown. DHR review; unknown lot - DHR review impossible. Complaints history; unknown lot - trend analysis impossible conclusion: the origin of the event cannot be determined with certainty. The defect on the coating is a possible cause.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2015 during a laparoscopic abdominal surgery, after activation of the forceps, the surgeon discovered/observed a burn on the top around the distal part of the forceps causing a burn on the liver tissue of the patient, the injury is not deep. No alarm from the bistoury as it "did not see" the electric current back by the forceps. Additional information has been requested.

Manufacturer narrative:
Additional information received on (B)(4) 2015: (2 of 3 reports). It was reported that during a cholecystectomy, the distal part of the sheath caused a second degree injury of 3 cm in the hepatic area. The patient is in good healing condition. After the event, the surgeon stop the use of the forceps and the surgery went ahead with a replacement device. The risk should be more important, even lethal if bile tissue had been affected. There was a surgery delay of 10 minutes with no consequences for the patient. No user injury was reported. Issue indicated in the form: these products cannot be controlled by safety electrical tester.